Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the explantation of a tm glenoid including the glenosphere, the instrument handle would not trigger and fire as expected. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: complaint sample was evaluated and the reported event was confirmed. Glenosphere distractor was returned for evaluation. Trigger handle was slightly difficult to squeeze upon initial review. Item is etched for lubricate to be applied to moving part prior to use. Upon application of lubrication, the device function has intended. Device history record (DHR) was reviewed and no discrepancies were found. Maintenance deficiency likely caused the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.